Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 700 au chemistry analyzer and identified the failure mode as a defective degasser. The fse replaced the degasser to resolve the issue. Section a2, a4 and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported obtaining erroneously low patient results on multiple analytes including albumin (alb), alkaline phosphatase (alp), blood urine nitrogen (bun), bicarbonate (co2) calcium (calc), glucose (glu), calculated tests blood nitrogen urea / creatinine (bun/cr), anion gap (agap), osmolality (osmo),creatinine (cre), aspartate aminotransferase (ast), total bilirubin (tbili), chloride (cl), lactate (lac) and sodium (na) patient results on their dxc700au chemistry analyzer. There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient demographics. The customer provided data for four (4) patient samples.